Manufacturer narrative:
The device was received with missing retainer ring and reservoir tube lip o-ring. We were unable to perform displacement test due to physical damage. The device was received with operating currents within specification and passed self test. The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with missing serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power error detect alarm. The customer's blood glucose level was unknown. No mention of resolution. The product is returning.